Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The target lesion was located in the right coronary artery (rca) crux. Following stent deployment in rca, a 2.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. While crossing the balloon through the stent, a blood leak was noted in the insufflator which worsened when negative pressure was applied. As the device was retracted, the balloon was not moving and approximately 40cm proximal of the balloon came out of the guide catheter with a fractured shaft and the other half left within the guide catheter and the patient. The remainder of the device in the right elbow was snared but could not be captured. A new balloon catheter was inserted and inflated, trapping the fractured balloon within the guiding catheter. The device was completely removed from the patient's body and imaging shows no impact on patient. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The shaft was separated 45.1 cm from the hub. The fractured ends were ovaled, indicating that the hypotube was kinked prior to fracturing. The balloon was loosely folded and the tip was damaged. Functional testing was completed by connecting a toughy and stopcock to the fractured end of the catheter and pressurizing with an inflation device. The device maintained pressure for 5 minutes and no leaks were observed. The reported balloon inflation difficulty was likely due to the confirmed hypotube fracture.

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The target lesion was located in the right coronary artery (rca) crux. Following stent deployment in rca, a 2.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. While crossing the balloon through the stent, a blood leak was noted in the insufflator which worsened when negative pressure was applied. As the device was retracted, the balloon was not moving and approximately 40cm proximal of the balloon came out of the guide catheter with a fractured shaft and the other half left within the guide catheter and the patient. The remainder of the device in the right elbow was snared but could not be captured. A new balloon catheter was inserted and inflated, trapping the fractured balloon within the guiding catheter. The device was completely removed from the patient's body and imaging shows no impact on patient. No patient complications were reported and the patient status was stable.